Manufacturer narrative:
No lot number was provided; therefore, a batch record review could not be performed. Trends have been reviewed for this complaint category and no trends have been detected for pressure dome membrane leak; CAPA's (B)(4) and (B)(4) have already been initiated to investigate pressure dome leaks. Service order (B)(4) completed: service engineer wiped pump deck surface and performed system checkout. No further action required. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. (B)(4).

Event description:
Customer called to report pressure dome leaked when unloading kit after treatment procedure was completed. Customer stated as she was turning one of the pump heads, and the return pressure dome leaked onto the instrument. Css asked if patient was still connected, customer stated no patient was not connected. Css asked if anyone was splashed with blood/fluids from the kit, customer stated no one was splashed with any fluid from the kit. (B)(4) was dispatched.